Event description:
The customer reported that the system intermittently displayed a communication failure error message and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and power supply were replaced during the service call. The s=system was tested and found to be working as intended and put back into service.